Event description:
Customer stated the device gave a result between 200 and 240 mg/dl. The customers' recent hba 1c result was 6.5. Customer feels they are taking too much insulin based on the results. Controls were in use, unknown in in range. A request was made for the return of the suspect device but customer threw away glucose strips and controls and device.